Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
The following information has already been reported in manufacturer report # 3007566237-2015-02821: a consumer reported via a manufacturing representative that there were charge and cable issues. The cable was broken and the patient was unable to charge their battery. The malfunctioning charger was replaced, but the replacement device was faulty. On (B)(6) 2015, the charger was no longer working and did not light up at all so the patient was not able to charge their battery. On (B)(6) 2015, the patient contacted a manufacturing representative to get the recharger replaced. The patient contacted the manufacturing representative again on (B)(6) 2015. The patient had tried using the charger with different electrical outlets, but the charger still did not light up. The charger was finally replaced on (B)(6) 2015. The patient had not been able to sleep more than 2-3 hours a night because of pain due to the implantable neurostimulator (ins) being "flat" for six days and not being able to recharge. The patient was "on charge" 19 hours a day because they thought the "flat battery took a lot longer to recharge and it only worked five hours a day. The patient thought the device "must have perished" since it drained twice a day. The ins still takes several hours to charge, which was not normal. However, additional review indicated the information pertains to this event, and any additional information received will be reported in this manufacturer's report: information from the consumer was previously received regarding the event. The patient reported their recharger would not start and that "nothing appeared on the screen and weak bips could be heard." It was noted the patient was using an adaptor for an italian socket. The patient had done the same procedure and used the same adaptor for previous years and was able to charge without problem. The patient reportedly experienced a return of pain because their implantable neurostimulator (ins) was discharged at that time. There were no surgical interventions planned or undertaken at the time of report and the patient was alive with no injury at that time. The patient's recharger was subsequently replaced and the replacement was "working well" as of (B)(6) 2015.